Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator and failed the energy delivery test. The instrument was disassembled, and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. No thermal damage was observed. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is primarily attributed to component failure. Conductor wire management issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula's monopolar function didn't work. The customer changed to another monopolar cord but still could not use. The procedure was completed with no reported injury.